Event description:
Customer passed out, paramedics were called. When they arrived they tested the customers blood glucose and received a result of 28mg/dl. The customer was given an IV and food. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.